Event description:
Facility reports that two hours into the treatment the venous bloodline disconnected from the pt's fistula needle, resulting in 500cc blood loss. Pt was stabilized and sent to e.r. And received two blood transfusions and was admitted to the hospital for one week. Pt was discharged to home and has since resumed regular dialysis regimen. Venous bloodline and fistula needle have been discarded by facility.